Event description:
It was reported that the user required assistance completing a full supply change and initially performed incorrect steps during an infusion set and cartridge change, including skipping the fill tubing step before proceeding to fill cannula, which was then corrected with guidance and successfully completed using a 23-inch, 6 mm teflon inset infusion set. Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of insulin therapy without alarms or interruptions. Investigation included remote troubleshooting and user education on correct supply change sequence, including proper rewind, cartridge replacement, tubing fill until drops were observed, infusion set insertion, and cannula fill. Investigation of this case revealed user error related to supply change workflow, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and technique during the supply change process.